Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), product type: extension. Product ID: 3023, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare provider via a manufacturer representative reported that the impedance was higher than 4000 ohms, thus they had to change the device. The initial device had been implanted in 2007 and it was changed on (B)(6) 2015. Unfortunately the problem occurred and they had to exchange the implantable neurostimulator on (B)(6) 2015 to solve it. The issue was resolved. The patient's ins and extension were returned. Additional information received reported the lead was also explanted during the same procedure in which the implantable neurostimulator was removed. The procedure was noted to have occurred on (B)(6) 2015. It was unclear if the procedure took place on this date or the above date of (B)(6) 2015. There was no microscopic or radiologic reason for the high impedances that were measured on all electrodes. An additional follow up report will be sent if additional information is received. Refer to manufacturer report 9614453-2016-00027. This event was initially reported under the ins.